Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the infusion set's tubing got loose from the insertion spot and this issue occurred during the night. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.